Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed that the pump battery fully depleted from 95% and the pump shut off within 18 hours. The customer's blood glucose level was 87 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.